Manufacturer narrative:
Device passed displacement test and self test. All audio tones were heard during the self test properly. Adjusted the audio options audio volume 1-5 and each setting functioned properly. No unexpected audio or vibration anomalies noted. However, hardware low level failures alarm confirmed in pump history due to broken trace on u1 keypad assembly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's mother reported via phone call that her daughter's insulin pump had a pump error. The customer¿s blood glucose level was 137 mg/dl. The customer reported that the insulin pump was flashing red and then saw that it was saying delivery stopped. The customer reported that the insulin pump had a hardware low level failure alarm. The customer reported that they could clear the alarm. The customer reported that received the request to rewind the insulin pump and was able to complete rewind. The customer reported that the insulin pump did not pass the self test. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.